Event description:
It was reported that the customer alleged that the brakes could not hold. The stryker technician could not duplicate this event. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the customer alleged that the brakes could not hold. The stryker technician could not duplicate this event. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the manufacturer's investigation, it was identified that the foot end butterfly brake/steer pedal was broken. It was reported that there were no sharp edges accessible as a result of the broken pedal, and that the brakes and steer could still be engaged using the head end pedal.